Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called back and reported that they had another low blood glucose incident on (B)(6) 2017 with blood glucose of 50 mg/dl at the time of the incident. The customer stated that they go from extreme high to low very rapidly. The customer was expecting to receive training on sensors. No further information was obtained. Troubleshooting was not completed. The insulin pump will not be returned for analysis.